Event description:
Customer medwatch form received for a product problem described as follows: "the right side of the pump was intact and working fine with the connected channels. Went to attach channel to the left side of the pump and it would not read the left side when chamber was attached. The right side of the pump already had three on it, had to locate another IV pole with a pump. Alaris factory test and verified rate and pressure. On (B)(6) 2014: the left side iui connector which supplies the power and communication was corroded. The left and right iui connectors were replaced. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No device or device logs were returned or expected to be returned, therefore no failure investigation could be performed. The root cause of the customer's experience was not identified.